Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown device is an instrument and is not implanted/explanted. Initial reporter phone number is unknown (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient underwent coronary artery bypass graft (CABG) surgery on (B)(6) 2018. During the surgery, the application for sternal zipfix failed to tighten the sternal zipfix implant even when the surgeon followed the correct surgical technique. The surgeon had to tighten the implant manually by hand and with the help of an artery forceps. There was a surgical delay of less than thirty (30) minutes. Patient status is stable. Surgical outcome is unknown. Concomitant devices reported: sternal zipfix (part/lot unknown, quantity unknown); forceps (part/lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part: 03.501.080, lot: 8612713. Manufacturing location: (B)(4), release to warehouse date: oct 03, 2013. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The functional tests performed on the returned device after lubrication according to surgical technique shows that the device works as intended. Therefore, the ¿not lubricated¿ condition of the returned device may have been the root cause why the instrument did not tension as expected in the surgery. No design issue was identified with the returned devices. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.